Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt experienced audible and visual low speed alarms and pump stoppages. The system controller was replaced and log file was submitted for review, which captured approx 3 transient pump stop events. These events did not appear to be related to a driveline issue. Add'l info provided by the hospital indicated that the pump stoppages continued after the system controller exchange. X-rays showed possible shield thinning at the bend relief. Slight manipulation in this area induced further pump stoppage. An external percutaneous lead replacement was successfully performed by the MFR's technical services team.

Manufacturer narrative:
The pump is still in use supporting the pt; however, the replaced portion of the percutaneous lead was returned to the MFR for eval. The reported event of a pump stoppage can be confirmed based on the eval of the submitted system controller log file. Percutaneous lead (lead) damage can also be confirmed based on the eval of the replaced portion of the lead. Approx 10" of the external portion/distal end of the percutaneous lead was returned for further eval. Review of the submitted system controller log file found multiple events where the motor speed fell below the low speed limit to 0 rpm. The captured pump stoppages appeared to occur while the pt was connected to the power module. Electrical continuity testing of the returned portion of the percutaneous lead showed that all wires were intact. Visual inspection of the lead found a break in the red wire and an abrasion in the orange wire adjacent to the metal connection. As a result of the damage to the red and orange wires, the underlying wire conductors were exposed. The characteristic of the disruption of both wires appeared consistent with fatigue as a result of repetitive flexing of the lead in this location. Interruption in pump function would have also potentially occurred if any two of the compromised wires contacted the braided shield simultaneously and shorted while being supported by either batteries or the power module. A review of device history records showed no deviations from mfg or qa specs. No further info is available. The MFR is closing this file on this event.